Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited low impedance and noise due to an insulation anomaly. The lead was capped and replaced on (B)(6) 2016 successfully. The patient was doing well.